Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to replicate the customer experience, however errors were found in the error log. The link electronic module (lem) board was reseated and calibrated and the hardware reconfigured and the software reloaded. (B)(4).

Event description:
It was reported that the programmer displayed an error message on start-up. It was also reported that the synchronization feature needed to be installed. The programmer was returned for repair. There was no patient involvement.